Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer¿s blood glucose level was 226 mg/dl. The customer assisted with troubleshooting. The customer was reported that they were able to clear the alarms and able to rewind the insulin pump. The customer stated that self test did not passed and hardware low level failure alarm occurred. The customer was advised that the insulin pump needed to be replaced the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed self test and displacement test. Software error found in the pump history (linenumber = 3508 and filenumber = 26) due to software error. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 6 (sda) on keypad assembly.